Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch qjbbjx, sxpp1b405 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-01837 and 2210968-2021-01838.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2021 and the barbed suture was used. During the procedure, the suture frayed and broke while closing the vaginal cuff. A new suture of a different lot was used to complete the procedure. There were no adverse consequences for the patient reported.